Manufacturer narrative:
B3. Date of event: month and day of event have been provided, but year is unknown. Investigation summary: one used decontaminated sample of pr8683 syringe 3pc luer slip ecc was received without its original packaging for investigation. Customer claiming that there is a crack in the syringe that caused the leakage. Under a visual inspection was found a visible crack in syringe. Pr8683 syringe 3pc luer slip ecc is externally purchased component which is visually inspected during the incoming inspection and also sample tested for leakage. During the production each work order is 100% visually inspected. No trend of similar customer complaints has been identified. Any other customer complaint was raised against reported lot number 4467425 therefore this issue is considered to be isolated incident with unknown root cause. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that a crack in the syringe caused it to leak. There was no patient involvement, and no patient harm/adverse event reported.